Manufacturer narrative:
Cmpl (B)(4)

Event description:
Data investigation could not confirm pairing issue. However, signal loss over one hour was found in connection to the reported allegation. The probable cause could not be determined.